Event description:
Lead developed reproducible noise and was changed for a new lead. No adverse patient events noted

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In the distal area of the lead the insulation was found rubbed through. This damage can be considered as the root cause for the clinical observation of noise mentioned in the complaint description. Based on the characteristics of this damage it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. Further inspection demonstrated a cut in the lead body which most likely occurred due to mechanical instruments used during the surgery. Blood penetrated the lead in this area. The analysis did not reveal any sign of a material or manufacturing problem.